Event description:
Advocate stated her husband may have swallowed a contour next test strip. The customer's pills and strips were put in the same bottle or case. He was not sure he swallowed one. He just noticed the intended strip was missing. There were no obvious ill effects, but customer was going to the doctor.